Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had delivered shock therapy to treat an arrhythmia, and interrogation at the hospital following that episode found that device had triggered a code 1004 for shock into a shorted lead condition and code 1007 for charge time exceeded. This indicates that a shock was delivered to treat an arrhythmia, but the energy delivered shorted the device and affected the ability of the device to charge. Technical services recommended replacing the device and lead, and subsequently the device and lead were explanted and replaced. The products were planned to be returned for analysis. No adverse patient effects were reported.